Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy procedure the patient was experienced an air leak after stapler fire. According to the intuitive surgical, inc. (Isi) clinical sales representative (csr), the surgeon indicated that the cause of the event was due to non-ideal cut lines and lay of staples involving an endowrist stapler 45 instrument and green stapler 45 reload(s). Specific intervention to address this event is not known. The patient has reportedly been discharged. Isi made multiple follow-up attempts to contact the surgeon to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the current information provided, the cause of the reported event cannot be determined, though it may be related with use error (e.g., firing staples over harder than ideal material, poor stapler placement for clamping/placement). A follow-up MDR will be submitted if additional information is received. A review of the surgeon's procedure history reveals that the surgeon performed 2 da vinci-assisted pulmonary lobectomy procedures on the event date of (B)(6) 2022. However, it is unclear which procedure of the 2 is specifically associated with the reported event. For the first procedure, the logs show that endowrist stapler 45 instrument (part #470298-11, lot #t10171128-0005) was installed 3 times and fired 3 reloads (1 blue, 1 white, and 1 green in that order). All firings were completed per the logs. There was 1 incomplete clamp that occurred with this instrument and this occurred with the green reload on the 3rd install. An endowrist stapler 30 instrument was also used during the case and fired two white reloads prior to when the surgeon used the endowrist stapler 45 instrument. For the second procedure, the logs show that endowrist stapler 45 instrument (part #470298-14, lot #t10200310-0056) was installed 5 times and fired 4 reloads (3 blue followed by 1 white). All firings were completed per the logs and there were no incomplete clamps by this instrument. A second endowwrist stapler 45 instrument (part #470298-14, lot #t10200310-0058) was used later in the procedure. This instrument was installed 2 times and fired 1 reload (green). The firing was completed per the logs and there were no incomplete clamps by this instrument. No image or video clips for the reported event were submitted by the customer for review. This complaint is being reported due to the following conclusion: a patient underwent a da vinci-assisted pulmonary lobectomy and experienced an air leak after a green stapler 45 reload was fired with an endowrist stapler 45 instrument. The cause of the operative complication is unknown. It is also unknown what medical intervention was administered due to the operative complication.